Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow-up report will be submitted with failure investigation results should the device be received for eval.

Event description:
The customer reported that during a flagyl infusion, the staff noticed that the IV line was dripping on the floor. The extension set was removed and a crack was observed at the female end connection. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No add'l info provided.